Manufacturer narrative:
On april 28, 2023, mentor was notified that the patient/initial reporter, reported the event to the u.s. Food & drug administration with the following additional information. The patient also experienced cancer recurrence, deep painful lesions, pulmonary problems, mental issues, gastrointestinal issues, lost toenails, felt as if she was near death, and felt as if the body shutting down. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 10, 2023, mentor received additional information. The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. In addition, the patient was diagnosed with fungal infections prior to tissue expander removal. No further information was provided. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 31-year-old female patient underwent a primary breast reconstruction surgery with implantation of a 455cc artoura breast tissue expander. Post-operatively, the patient experienced neurological damage, tissue death, bone erosion, hair loss, skin rash, shortness of breath, loss of vision, headaches, paralysis, fungal infection, depression, anxiety, attention-deficit/hyperactivity disorder, foreign body granules, dental issues, unexplained film all over the body, green/grey coloration all over body, sores, metallic smells/taste, shingles, dermatitis, and otitis externa. As a result, the patient underwent bilateral removal and replacement with undisclosed breast implants on (B)(6) 2022. The date of event was provided to mentor as a best estimate. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2023-02018 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: generalized illness. Health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).